Event description:
Report received from the USA stating that the "cutter could not be secured" in the device. Device was not used in surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The reported problem of "cannot secure cutter" was confirmed. During the pre-diagnostic assessment, the motor could not secure the cutter as the locking mechanism was damaged. This type of failure is likely related to misassembly and handling issues at the customer site. If additional information becomes available, a supplemental report will be sent. (B)(4).